Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device was unable to do fluro. No further information regarding the issue has been provided. No service has been performed by philips since the case has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to perform fluoroscopy. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event.